Event description:
The health care provider (hcp) reported that they needed a manufacturer representative to turn off the patient's device immediately as it was shocking the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.